Event description:
.

Manufacturer narrative:
(B)(4). Lot number: info not provided on initial report. Manufacture date cannot be determined without a lot number. No conclusion can be drawn at this time, investigation not complete. Device history record review cannot be performed without a lot number of the device. Exact date provided in body of medwatch.